Event description:
It was later reported the programming seemed to be unsuccessful because the manufacturer representative was asked back to clinic for more reprogramming. Additional information stated that no reprogramming was needed and the patient was doing well.

Event description:
It was reported that a patient never had therapeutic effect and had a shocking or jolting sensation. It was noted that the device was reprogrammed and diagnostic testing and troubleshooting included impedance testing and x-rays. It was reported that the patient had a revision and the lead and implantable neurostimulator (ins) were moved from the left side to the right side in (B)(6) 2013. It was noted that the patient suffered with pain and infection at the ins site resulting in antibiotics, wound packing and an open pocket site. The ins pocket site was now closed and showed no infection, although it was still tender. It was reported that the patient was not seeing full efficacy, reprogramming took place, and the patient was instructed to complete bowel diaries for all existing programs. It was later reported that no malfunctions were seen at the time.

Manufacturer narrative:
(B)(4).